Event description:
On (B)(6) 2026, the patient reported that after removal of a pod from the left arm, the application site developed a large welt. Over time, the site appearance was reported as abnormal compared to previous pod sites, and the area subsequently became infected. The patient also reported associated symptoms including lack of energy and feeling unwell. The patient sought medical attention at a local medical center and was evaluated by a physician. A skin infection at the pod insertion site was diagnosed, and antibiotic treatment was prescribed; the medication was not specified. The pod was worn at the time medical attention was sought. Blood glucose levels were not reported. A new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.